Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13th march 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-1588rt, acl tightrope® rt, its suture broke when the surgeon used it through the femoral tunnel into the tibial tunnel. This was detected during an arthroscopic posterior cruciate ligament reconstruction surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-1588rt. There were no patient harm and no secondary procedure needed.